Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, turning the deployment knob felt stiff. The capsule opened up between nodes 3 and 4 of the deployment knob, and then the delivery system would not respond any further. It was noted that there was no difficulty recapturing the valve.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation, the valve¿s first position was too deep and the valve was recaptured for repositioning. During a subsequent deployment attempt, clinicians felt something break, the end cap of the delivery catheter system separated and the valve could no longer be deployed. A new valve and delivery system were then used, and the new valve was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evolutfx; product serial/lot number: unknown; product type: 0195-heart valves; implant date: na; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.